Manufacturer narrative:
The recipient's infection reportedly resolved. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information regarding treatment details will be provided. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests from being performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was given an augmentin course, bactrim with topical mupirocin, and hyperbaric oxygen therapy with at home wound care, however, the issue did not resolve. The recipient then experienced device extrusion. The recipient's device was explanted.